Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had stored previous atrial tachy response (atr) events showing farfield r-wave oversensing (ffos) on this right atrial (ra) lead. At this time, the ra lead remains in service and there were no adverse patient effects reported.